Event description:
The report we received from our affiliate indicated that the pt was admitted with acute myocardial infarction and an acute occlusion in the left anterior descending (lad) artery was treated via direct stenting using a 3.0 x 23 mm cypher select plus, the physician could not pass the lesion. The physician withdrew the whole system and checked the stent system. He then recognized that the stent, which should be 23 cm long, had an actual length of 18 cm. The balloon had the right length of 23 cm. There was no resistance or difficulty experienced during withdrawal of the stent and the stent delivery system (sds). The sds was withdrawn through the guiding catheter (gc). There was no other damage noticed on the stent or sds after withdrawal and there was no anomaly noticed on the product prior to use. The procedure was completed with pre-dilation and implantation of another 3.0 x 23 mm cypher stent. The pt was stable in acs.

Manufacturer narrative:
The product was returned for eval, however, the engineering analysis is not yet complete. The product is not distributed in the united states, however, it is similar to the united states product. Additional info will be submitted within 30 days from receipt.